Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead (competitor lead) has had high out-of-range pacing impedances for the past year. The device stored episodes of atrial tachy response (atr) due to noise and oversensing from the minute ventilation sensor feature. The minute ventilation sensor has been turned off. Technical services provided additional tests that can be done at the next device follow up. This device remains in service. No adverse patient effects.